Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient developed a large hematoma around the repositioning sheath during impella support. Upon explanting the pump, it was discovered that a small gastric branch had been sheared during the initial impella insertion. Surgical repair was completed to treat the damage.

Manufacturer narrative:
The investigation into the vascular damage has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible and based on the clinical information, the root cause of the vascular damage issue was unable to be determined.